Event description:
Reportable based on device analysis completed on 26 feb 2025. It was reported that visualization issues occurred. The 87% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter could not produce an image normally. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the short sleeve of the imaging core was detached from the distal end of the connector shaft, and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter. X-ray analysis, based on the x-ray images, indicated that the electrical failure resulted from a broken coaxial cable between 130 cm and 140 cm. Media returned by the customer was inspected and showed a poor image on the screen.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the short sleeve of the imaging core was detached from the distal end of the connector shaft, and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter. X-ray analysis, based on the x-ray images, indicated that the electrical failure resulted from a broken coaxial cable between 130 cm and 140 cm. Media returned by the customer was inspected and showed a good image on the screen. E1 initial reporter facility name: (B)(6) hospital.

Event description:
Reportable based on device analysis completed on 26 feb 2025. It was reported that visualization issues occurred. The 87% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter could not produce an image normally. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.